Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
A hole was discovered in the IV tubing which caused blood to back up into the tubing.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report of a ¿hole¿ in the tubing was confirmed. Visual inspection of the set noted remnants of blood throughout the tubing. Further visual inspection under a microscope noted a tear on the tubing. Functional testing was performed and leaking was noted . The report of a ¿hole¿ in the tubing was confirmed. The cause of the hole/tear is not known.